Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the plastic distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation, lm review of the customer cleaning disinfection and sterilization (cds) processes and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The lm reviewed the customer provided the cds processes where the following deviation from the IFU was confirmed: - the surface of the device was not wiped/scrubbed during manual cleaning. Based on the results of the investigation, olympus confirmed foreign material remaining in the subject device, but the type of the material or the root cause of the foreign material remaining in the subject device was not identified. There was no physical damage found at the location with the foreign material. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.